Event description:
The account alleged that the head hilow drifted down over night. No patient impact.

Manufacturer narrative:
Technician asked the account to check the head hilow valve and the trendelenberg valve. Three attempts have been made to resolve this contact. No further information is available on the repair of the bed at this time.